Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the definition with that sr8 is bad. Impossible for the IV team to place PICC with ECG. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of bad image quality was confirmed. The sr8 was inspected and the image produced was poor. The root cause is due to a bad probe.

Event description:
It was reported that the definition with that sr8 is bad. Impossible for the IV team to place PICC with ECG. No other information provided, at this time.